Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. No button error alarms noted during testing. The device had cracked case at reservoir tube lip, cracked case at display window corner, minor scratches on the lcd window, cracked lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 222 mg/dl. The customer could not recall any significant events leading to the alarm. Customer stated the insulin pump was left in their bra prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.